Event description:
The physician used a cook endoscopy fusion wire guide locking device. During the procedure the inner component of wire lock detached into patient's duoderum and was retrieved using biopsy forceps. An injury to the patient was not reported.